Event description:
It was reported that during vns battery replacement surgery, the hex screwdriver included with the generator could not be torqued. An accessory pack including a new hex screwdriver was required to be opened and that hex screwdriver was able to tighten the setscrews without issue. The hex screwdriver was returned on (B)(6) 2011 and is currently undergoing analysis. The results will be reported when analysis of the hex screwdriver is completed. No adverse events have been reported as a result of the issue.